Event description:
The customer reported that during use in a hepatectomy procedure, the handpiece continued to provide output in the valleylab mode and audio tones continued to be heard even after the surgeon released the activation button. There was no pt harm. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Eval of the incident device found it to function normally and within specs. No conditions were identified that would have caused or contributed to the reported event.